Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The customer and system are fully operational. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.